Event description:
The patient called alleging high readings on their ultra meter. The patient received a high reading of "15" on their meter and he usually received readings between 5-7 mmol/l. No information on whether the patient experienced any symptoms at the time of testing. Due to the high readings, they visited their physician who did a test on the patient and received a 4.6 mmol/l . The patient then tested on their meter and received a "114" and the patient assumed the meter read 11.4 mmol/l. Physician advised the patient that eveything was ok and did not treat the patient. Customer service found out that the meter was set to the incorrect unit of measurement. The patient does not recall recently going into the settings and changing the unit of measurement; therefore, this case is being reported as a malfunction.